Event description:
It was reported on (B)(6) 2026 a 25mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer amulet delivery sheath for a left atrial appendage (laa) closure. During the procedure, an unknown dose of heparin was administered, and the patient's activating clotting time was between 250 to 300 seconds. The patient had an old vvi pacemaker in place for slow permanent atrial fibrillation. The heart rhythm was atrial fibrillation and ventricular premature. Transseptal puncture was made interior-posterior. There was one exchange with the non-abbott device. The wire was positioned in the left superior pulmonary vein. The device was re-captured once during the procedure. The device was implanted. Post-procedure, in the recovery room, the patient had a significant drop in blood pressure. A circumferential pericardial effusion measuring 20 to 25 mm was noted, leading to a cardiac tamponade. The patient was given a loading dose of aspirin, protamine was administered and a pericardiocentesis was completed, noting 400ml of fluid drained from the patient. The patient is stable. The physician believes the cardiac tamponade was caused by the amplatzer amulet left atrial appendage occluder.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.